Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia and loss of consciousness for 20 minutes. The customer had a contact with a healthcare professional who checked their "values" and was able to drink sugar containing substance by themselves. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) was returned and investigated. Visual inspection performed on the returned sensor patch and no issue was observed. Attempt to scan the returned sensor was unsuccessful. The sensor was de-cased and performed visual inspection on the pcba (printed circuit board assembly. No contamination, damage, or solder issues were observed. The returned battery was measured to be at 0.89v which it is below the lower limit of specification (1.40v to 1.98v). Replaced the battery with a source meter and attempted to extract data, sensor was able to scan. The sensor was found to be in sensor state 7, event log 9 observed, and sensor state 8 indicating that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Performed off-current and on-current tests on the returned board, and both of which are within specification. The passing results for the returned unit and was able to scan it, indicating the returned unit was fully functional and that it was not draining excess current that would deplete the battery faster than intended. It was determined that the battery was drained from typical use and that the drained battery was the cause for the scanning issue. No issues or product malfunctions were observed during the investigation. The passing of functionality testing is an indication that there were no issues with sensor functionality and electronics. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. The product has been requested back for investigation and the customer agreed to return the device. However, no product has been received at this time despite follow up attempts by adc. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The customer experienced a signal loss and was unable to receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced hypoglycemia and loss of consciousness for 20 minutes. The customer had a contact with a healthcare professional who checked their "values" and was able to drink sugar containing substance by themselves. There was no report of death or permanent impairment associated with this event.